Event description:
A customer reported obtaining an erroneously elevated troponin (accutni) result within the risk startification range for one (1) patient . The result was generated on a unicel dxc 600i synchron access clinical system, used in conjunction with access accutni reagent (lot 023756) and access accutni calibrators (lot 018864). The result was not reported out of the laboratory. Repeat testing generated lower accutni results within the normal reference range which fit the clinical picture of the patient. There were no reports of death, injury, or change to patient treatment made in connection with this event.

Manufacturer narrative:
Patient sample was collected in a 4ml green top plasma separator tube and centrifuged for 5 minutes on a stat spin centrifuge. Quality control results were within the customer's established ranges during the timeframe of this event. Customer supplied data shows that system checks performed on (B)(6) 2011 passed within instrument specifications. System checks performed on (B)(6) 2011 failed to pass with first attempt but did pass upon repeat. A field service engineer (fse) was dispatched for this event. The fse performed testing and reported that the instrument was operating within specifications.